Event description:
During a left total hip procedure, the surgeon tapped the device (restrictor) in place and noticed that the device was too small. The surgeon tried to remove the device. When he attempted to do this the device broke as well as part of the straight rod. Both places remain inside of the pt. The surgeon felt it would be too risky to remove the retained devices. Any adverse affect to the pt is unknown at this time.